Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 598mg/dl. The customer's other blood glucose level was 579, 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. Troubleshooting was declined by the patient for high blood glucose. The customer was treated with the insulin pump and the manual injection. The insulin pump will not be returned for analysis.